Manufacturer narrative:
Information was received from a consumer who is not required to complete form 3500a. Evaluation summary: components were not returned for evaluation. No x-rays or operative notes were returned for review. Pt information such as height and weight is unk. Without additional information, the exact cause cannot be conclusively determined at this time. Evaluation: review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Event description:
It is reported that the pt has constant pain on inside of knee and knee cap.

Manufacturer narrative:
This report is being amended to reflect changes. These devices are used for treatment. Surgical notes were not provided; it is unknown whether the components were implanted with the correct fit and orientation as per the surgical technique. Per the components' package inserts, pain is a known adverse effect of this procedure. A definitive root cause cannot be determined with the information provided.